Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010 product type: extension. Product ID: 3387s-40, lot# v373400, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was an overstimulation sensation. The patient had an new implantable neurostimulator (ins) placed on (B)(6) 2015. The patient had turned stimulation off that night like the patient usually did and when stimulation was turned on the following morning the patient felt stimulation was too powerful. The patient felt this in the left side head and in the right clavicle and cheek. The patient had turned the ins off stop the sensation. The patient was set in simple mode and could not see view or change settings. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, reporting that the issue has been resolved. No further patient complications have been reported as a result of this event.